Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked. This occurred during priming, before use of peritoneal dialysis therapy. There was no noticeable damage to the cassette. There was no patient involvement. No additional information is available.